Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on approximately (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated she was unsure when the skin started to dry out and the rash began. When the sensor was removed, the patient saw the skin was red and there was a rash with bumps. The skin reaction is located on the abdomen on the right side, 2 inches from the belly button. The patient went to her primary medical doctor and received a prescription for hydrocortisone. Exact date of medical intervention was not provided. At the time of contact, it was indicated that the patient¿s condition was fine. No additional event or patient information is available.